Event description:
It was reported "axsos locking plates-4hole right proximal lateral tibial 4.0x36mm locking screw. Applying locking screw into 3rd hole from distal end. Screw was not advancing. It was advancing superiorly rather than perpendiculary. Final tightening-implant broke off.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device becomes avialable a supplemental report will be issued. This device and event created a serious injury and will be reported for two years.